Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited small r-waves and had been programmed to unipolar. The rv lead later exhibited oversensing during a ventricular tachycardia (vt) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited noise and the rv lead was reprogrammed again.